Event description:
The following information was reported to kci by the nurse: the patient allegedly experienced a fistula while on v.a.c @ therapy. No additional information is available.

Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged fistula formation is related to v.a.c therapy. There have been several attempts made to gather additional information, but there has been no responses. Device labeling, available in print and online, states: contraindications: v.a.c. Therapy is contraindicated for patients with: non-enteric and unexplored fistulas. Enteric fistula: in certain circumstances, v.a.c therapy may help promote healing in wounds with an enteric fistula. If considering v.a.c therapy involving enteric fistula, it is recommended to seek support from an expert clinician. V.a.c. Therapy is not recommended or designed for fistula effluent management or containment, but as an aid to wound healing in and around the fistula.